Event description:
Treatment of an aneurysm. It was reported the pipeline was twisted during deployment. The issue was resolved by manipulation the device and a balloon was used. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipeline involved: model: fa-71500-25 / lot: 9517206 - dom: 11/18/2011 - exp: 8/1/2014. (B)(4).